Event description:
It was reported the patient experienced no stimulation sensation and last felt stimulation on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-33, lot # v574073, implanted: (B)(6) 2010, product type lead. (B)(4).